Event description:
Additional information was received and it was reported that they discovered that the device being in the wrong location was due to the surgeon's preference, as it only required one incision. So it was not wrong; just different. They met with a tech after receiving a new charger and they were offered great advice from other patients. By using a front close sports bra and sewing the charger holder into the back of allowed the (B)(6) to charge the ins by themselves. No further complications were reported or anticipated.

Manufacturer narrative:
Further review of the event indicated that the device was returned on 2019-04-24. Aware date of regulatory report was 2019-04-24. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 97755, serial# (B)(6), product type recharger. H3: analysis of the recharger ((B)(6)) found no anomalies. H6: additional review indicated conclusion code 11, method code 4118, and results code 3233 are no longer applicable to the event. Conclusion code 67, method code 10, and results code 213 applies to the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Event date month and year ((B)(6) 2019) valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the caller had difficulties getting the ins charged up because every time they charged the controller showed rm03 with system problem. The patient said their son and granddaughter had a terrible time finding the implant to get it to charge. The patient stated they had their family/friends charge their ins because it was put in the wrong location, so they were unable to do it themselves. Prior to the system problem error they noticed that the recharger got hot and burned them which left a red mark on their skin. They thought the recharger burned them because it was put on backwards. The patient then stated that they were not physically injured by this and they were okay now, but it had hurt. No further complications were reported or anticipated.